Event description:
I always used renu. Since I was issued contact by my physician, renu solutions were always supplied to me by my doctor. In addition, I purchased renu products at the store. My left eye began to get red and swollen out of no where. I had been using contacts for about 5-6 years (or more) prior to the event. Upon getting examined, I was diagnosed with corneal ulcers.